Manufacturer narrative:
System manufacturing records were reviewed and found no issues associated with this case. Due to unavailable system logs, the specific scope used in this case could not be confirmed, and a complete device-specific record review could not be performed. The scope was not returned for investigation, as it was discarded, and unavailable system logs prevented confirmation of the specific device used. Video review identified no use errors or system malfunctions. Biopsies were performed under live fluoroscopy, and neither the scope nor biopsy tools exceeded augmented fluoroscopy (af) boundaries. The physician did not attribute the bleeding to the galaxy system and stated that the event was related to the forceps biopsy itself, with bleeding first observed during the third biopsy.

Event description:
Bleeding was reported during a galaxy-assisted biopsy procedure and was first observed following the third forceps biopsy. The galaxy bronchoscope was retracted, and a manual scope was inserted to manage the bleed. Epinephrine and saline were administered, and suction was performed. The bleeding reportedly required approximately 15 minutes to control and was classified by the physician as a nashville grade 2 bleed. The procedure was completed, and the patient was discharged home after a short stay in the pacu. No malfunctions were reported. Attempts to gather additional patient demographics were unsuccessful.